Event description:
The customer reported that a pt received burns during a procedure. The pt's burns were described as severe, and related to a heating pad that the pt was lying upon.

Manufacturer narrative:
(B)(4). The incident generator has been received by an international covidien service facility and is under eval. When the unit eval is complete, a f/u report will be submitted.